Event description:
It was reported that the patient received inappropriate therapy. Device interrogation revealed multiple episodes of svt with four timeouts. The svt was correctly diagnosed, but the timeouts resulted in atp therapies and one high voltage shock. Programming changes were made. The patient was admitted due to chf, pneumonia, and liver failure. The patient was scheduled for a follow-up appointment. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.